Event description:
On (B)(6) 2013 a patient (pt) notified our (B)(6) affiliate reporting an ocular event ou while wearing acuvue oasys contact lenses; os worse than od. The pt was using renu lens care solution, the replacement schedule is unknown. On (B)(6) 2013 - pt experienced itching. On (B)(6) 2013 - pt was seen in urgent care and dx with viral conjunctivitis and treated with zypred, the dose and frequency are unknown. On (B)(6) 2013 - pt wore a second pair of lenses from the same carton, experienced itching, was dx with viral conjunctivitis and treated again. On (B)(6) 2014 - eyes remained irritated and the pt saw a second ecp who treated her with zylet, the dose and frequency are unknown; tests were performed. The pt returned to the clinic on (B)(6) 2014 and was instructed to use amphotericin every 2 hrs x 10 days and fluconazole once a week x 2 doses. On (B)(6) 2013 the pt saw a third ecp because she had red eye; it is unknown if one or both eyes were red. The ecp agreed with treatment from the previous doctor. After receiving results of the test(s) performed the doctor agreed with the medication treatment prescribed; the doctor also instilled unknown "eye drops," the redness decreased but the eye remained swollen. It is unknown if the pt experienced fungal keratitis or a fungal ulcer. Based on the information provided this event is reported as worst case. Od reported in 1033553-2014-00018.

Manufacturer narrative:
A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in (B)(4) management review meetings. Device labeling single use or reuse. No evaluation will be performed.